Event description:
The reporter states that the expiration date on the vial of aviva test strips is 03/31/08. According to the manufacturer's batch record, the correct expiration date for the vial of aviva strips is 3/31/2007. No adverse event reported. New system sent to customer.